Manufacturer narrative:
H6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part/lot details were not received for investigation no thorough manufacturing record review or assessment of the reported event can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. However, the released devices would have met manufacturing specifications at the time of production. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. With the limited information provided the clinical root cause of the reported pain cannot be confirmed and it cannot be concluded the reported pain was associated with malperformance of the implant or implant failure. The patient impact beyond the pain, revision, and expected transient post-operative convalescence period cannot be determined. Without the return of the actual products involved or additional information, we cannot advance the investigation or confirm the details supplied in this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that after a bhr right hip surgery was performed on (B)(6) 2009 due to arthritis, the plaintiff experienced pain and failure to progress. A revision surgery was performed on (B)(6) 2011 to address this problem. During the surgery, the bhr system was revised to a tha. Plaintiff outcome is unknown.

Event description:
It was reported that after a bhr right hip surgery was performed on (B)(6) 2009 due to arthritis, the plaintiff experienced pain and failure to progress. A revision surgery was performed on (B)(6) 2009 to address this problem. During the surgery, the bhr system was revised to a tha. Plaintiff outcome is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Additional information added: a2 (date of birth), b7, g4 (510k). Corrected data: b5 (narrative), d1, d4 (catalog number, UDI number), d10 (concomitant identity).

Event description:
It was reported that after a primary bhr right hip surgery was performed on (B)(6) 2009 due to arthritis, the patient presented pain and failure to progress. A revision surgery was performed on (B)(6) 2009 to address this problem. The resurfacing head was explanted and replaced with a modular bhr 46mm head and a size 14 synergy stem. The procedure went uneventful.

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to pain and failure to progress. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the femoral head and the cup. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the femoral head and the cup; this will continue to be monitored via routine trending, although it should be noted that the devices are no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. With the limited information provided the clinical root cause of the reported pain cannot be confirmed and it cannot be concluded the reported pain was associated with malperformance of the implant or implant failure. Ten-years post revision, the patient had a 2nd revision. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined and we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.